Manufacturer narrative:
The pod was received not deployed with the slide insert not seen in the top housing viewing window and cannula not present. The data indicates an expected number of pulses occurred during the priming sequence and the user deactivated the device immediately following the completion of second prime indicating the device should have been deployed. The needle mechanism and cannula assemblies were observed to deploy upon removing the adhesive pad from the pod during initial inspection. No damages or defects that would contribute to a communication error or needle mechanism malfunction were observed. The needle mechanism was reset and was observed to re-deploy as intended. The causes of the reported communication error and observed needle mechanism malfunction could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone16.1, cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod longer than 48 hours. Treatment information was not provided. The device was originally reported for a communication issue.